Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that the customer's insulin pump has a blank display, a cracked screen, and the buttons are unresponsive. Customer's blood glucose level at the time 121 mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to an unlocked keypad connector. The insulin pump was monitored for several days and no blank display was noted. The insulin pump had normal operating currents and no moisture damage was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and a stained end cap sticker.